Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Zimvie complaint number cmp- the following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative product evaluation: one driver tip was returned for investigation. Visual evaluation of the as returned product identified signs of use. The large hex driver was fractured at the tip. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.a pre-existing condition was not noted on the per form and the bone density was unknown. The reported device was located on an tooth location 31 (universal) and was used for approximately 6 years and 5 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev e - 2022/04/01. Information identified: warnings and precautions DHR review: (rash3n) DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (rash3n) dating back to 12 months from today. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'dental : functional : fracture' post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, a device malfunction did occur and the reported event was confirmed as physical evaluation identified the driver was fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported the driver tip fractured when removing the healing abutment. Another driver has been used in order to finish the procedure.